Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their "machine is not working" as of the day before yesterday. Patient mentioned their devices was at 100% and still not feeling any stimulation. Patient stated that they are in a tremendous pain. Agent walked the patient through in accessing mystim app, but received service code 338. Agent advised patient to stop recharging then connect to mystim again. Patient was able to connect to mystim and turn on their stimulation. Patient was in group b but after turning on the stimulation, patient was still in pain. Agent advised to increase stimulation and switch groups- but patient still not feeling any stimulation. Agent advised to contact their doctor to further assist. Patient said they will call their medtronic rep first.